Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 58 (mg/dl). A soda was consumed to address bg levels. Customer spoke with their health care provider who recommended that the pump basal settings be adjusted. During troubleshooting with tandem technical support, customer was guided through adjustment of basal settings.